Manufacturer narrative:
Pump was received on 10/6/2021 and tested on 10/11/2021. Pump was tested with the following protocol: speaker test: 1. Go to the infusion screen and press config to enter the configuration menu. 2. Select factory set and highlight alarm volume. 3. Press numeric 1 key up or down to change the volume from low to mid to high. Check if the sound is as expected. 4. If sound is low at low volume, mid at mid volume, and high at high volume, pump passes test. If not, pump fails test. Result: pump passed test. Pump's alarm was working during testing, including when an infusion was complete. Reported issue not confirmed. Test completed 10-11-2021. Pump was tested and meets full specification. The pump was scrapped on 5/17/2023.

Event description:
On 10/7/2021 zyno solutions received an stating that pump (B)(6) does not alarm when an infusion is complete. Operator biomed tech. Medication n/a. No patient involved, patient not harmed. (B)(6) 2021.